Event description:
Country of complaint: (B)(6). Thread is breaking.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Cassettes received: 1 opened. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the knot pull tensile strength of the cassette received and the results fulfill the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.